Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was returned and visual inspection noted both pins at the handle were displaced. Measurement showed the pins and holes were within specification. A review of the device history records did not show any discrepancies that could have contributed to the reported issue.

Event description:
It was reported that the pins on the top of the insertion handle came out. The pt was not harmed.